Event description:
Post-op infection & wound secretion. The patient underwent surgery due to cervical and thoracic spinal stenosis. During the surgery, fluid gelatin was used for hemostasis. After the surgery, infection was prevented and dressings were changed regularly. The patient was discharged from the hospital 11 days later and continued treatment in the rehabilitation department of our hospital after discharge. After 19 days, incision infection, exudation, and deep abscess formation were found. Bacterial culture indicated enterobacter cloacae infection. The patient underwent surgery again 23 days after the surgery. Anti-infection treatment was actively carried out after the surgery, and the patient is currently in stable condition. No product is available for evaluation. Event date: 06/03/2025 procedure date: (B)(6) 2025. Additional information was received on 26.06.2025 stating: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.